Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 16 mg/dl. The customer was admitted to the hospital. The customer doesn't know the cause of low blood glucose because this is a past event, it happen 4 years ago and no longer has paper work for that event. The customer stated that she had IV needle inside that arm and was in emergency room for about 5 hours or so, then was released.